Event description:
The customer reported to customer service that when she unplugged the transformer, she noticed that the box where the screw is on the transformer was splitting and she could see inside. There was no sparking, flames, or fire observed. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(6) 2012, she indicated that she did not witness any smoke, fire, sparking, or melting, but confirmed a breach in the transformer housing, stating that the top corner of the transformer cracked when she was pulling it out of the socket. Customer confirmed underlying wires/electronics were exposed. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusion can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a filed action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.